Manufacturer narrative:
(B) (4).

Event description:
The patient stopped feeling stimulation and had a loss of therapeutic effect on sunday or monday the week of (B) (6) 2009. There was no known accident or incident related to the event; there was "nothing out of the ordinary that could cause this issue". All three green lights were on, on the patient programmer. The patient was at home. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.